Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had blank display and display anomaly during priming. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that the pump show on screen "db2.4" and switch off and restart after 3 or 4 seconds.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. The pump was monitored and no blank display anomalies, unexpected display anomalies or unexpected pump turning off anomaly noted. No damage on the lcd isolation tape noted. The pump was received with minor scratches on the lcd window.